Event description:
Procedure: segment lung resection. According to the reporter: the staples did not form properly. The staple line was over sewed manually. During the hospital stay, the pt had three x-rays. No abnormalities were noted. Upon release from the hospital, an x-ray detected a metal piece, and a CT was made. The CT pictures showed a metal object of the back from our endo gia magazine (slider of the tissue gap control). The surgeon decided not to retrieve the metal piece.

Manufacturer narrative:
Initial report sent to FDA on 09/28/2009.